Manufacturer narrative:
An eval of the reported event details by a lumenis medical subject matter expert and a review of the dfu concluded the probable root cause to be overlap of pulses on the treatment site in contraindication to dfu.

Event description:
It was reported that a pt sustained a scar to the face following ipl treatment with a lumenis one laser.